Manufacturer narrative:
Philips received a complaint regarding the heartstart mrx defibrillator, indicating the occurrence of an error message during functional tests, specifically requesting to calibrate the battery. There was reportedly no patient involvement. Upon conducting a remote diagnostic assessment, it was discovered that the preventive maintenance of the device had not been performed for over a year. This lack of maintenance may have contributed to the occurrence of the error message. Multiple attempts were made to confirm the cause of the reported problem. However, no response was received, and no information was made available. To address the reported issue, a preventive maintenance request has been initiated and forwarded to the long-term service department. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that during the test an error message to calibrate the battery was displayed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.